Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Only the device packaging and some suture with needles were returned for evaluation; the anchor and the inserter were not returned. Visual inspection revealed blood residue on the suture indicating the device was used. Since the anchor was not returned for evaluation, the complaint of the anchor pulling out cannot be confirmed. A possible root cause for the reported device failure is an incorrectly prepared bone hole (e.g. Wrong size) or an incorrectly inserted anchor. However, a specific root cause for this event cannot be conclusively determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10556.

Event description:
The affiliate reported via email the anchor did not work as they should during surgery, they went of without the surgeon pulling the sutures. No problem with the surgery they just took a new anchor. Per additional information provided by the affiliate on (B)(6) 2017, additional holes were done.